Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported motor not running error was evidenced in the event history log. A flow test was performed. The alarm was reproduced during the test. The issue occurred because the main board was knocked out of the grove on the extrusion. The problem source of the reported product problem was unknown. A root cause was not established. The investigator installed main board onto the extrusion grove.

Event description:
It was reported that the medfusion pump exhibited a motor not running error. No patient injury or complications were reported in relation to this event.